Manufacturer narrative:
During follow up, it was determined that the customer was hospitalized for elevated blood glucose (bg) levels, however there was no evidence that there was a pump malfunction. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016. Customer was treated with intravenous fluids/ insulin drip then released 2 days later.